Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
This right ventricular (rv) lead was not able to be successfully implanted, during the procedure after several attempts to extend the helix, the lead suffered fracture that resulted in a lost of capture, noise and abnormal impedance measurements. This malfunction in a different situation could be likely to pose risk to the patient and compromise therapy. This lead was successfully replace. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
This right ventricular (rv) lead was not able to be successfully implanted, during the procedure after several attempts to extend the helix, the lead suffered fracture that resulted in a lost of capture, noise and abnormal impedance measurements. This malfunction in a different situation could be likely to pose risk to the patient and compromise therapy. This lead was successfully replace. No adverse patient effects were reported.